Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the ltv ventilator unit went inoperable and led continually staying on. Per customer unit was connected to an ltm and the ltm shut off the ventilator. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.